Event description:
It was reported that the pt expired. The cause of death was not reported. It was reported that the death was unrelated to the implanted system. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information was been requested from the hcp, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).